Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
A 6f angio-seal vip was selected for use in the left femoral artery following angiography and coronary stent placement. The device was deployed, followed by oozing. Manual pressure was applied for 20 minutes in the procedure room, and another 10 minutes in recovery to achieve hemostasis and the patient was discharged in stable condition without complications. The patient was admitted a month later with atherosclerotic peripheral vascular disease and worsening claudication when ambulating. Computed tomography (CT) revealed critical stenosis of the distal left external iliac artery. A left lower extremity arteriogram was performed, revealing a stenosis of greater than 95% stenosis across the distal left external iliac artery, right above the level of the inguinal ligament. The stenosis was reported to be secondary to the angio-seal closure device implanted one month prior. A stent was placed in the distal external iliac and the vessel was patent. The patient tolerated the procedure well. The patient's medical history includes heart arrythmias (premature ventricular contractions), coronary artery disease, status-post pacemaker implantation, and status-post coronary bypass procedure. The medication history includes clopidigrel (75 mg/day) and aspirin (325 mg given once).